Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and small p waves were detected. It was also reported that the right ventricular (rv) lead had low r waves. An ra and rv lead revision is planned. The leads currently remain in use. No patient complications have been reported as a result of this event.